Manufacturer narrative:
Testing confirmed a malfunction alarm 24 which was determined to be caused by a depleted battery. The device history indicated that the subject battery was installed into the device when it was released from the factory in jan. 1994 as indicated by the date code (dc4005). There is no serious injury maintenance. The frequency of death of serious injury due to a battery problem for pump 5000 is approximately .02/million sets.

Event description:
During pt ambulance transfer, the pump reportedly gave a malfunction alarm that could not be cleared. The pt was being transported to a larger facility for a coronary angiogram/cardiac catheterization procedure. The pump had reportedly been plugged in and charged prior to transport. It was set to infuse nitroglycerin 50 mg/500ml at titrated rates between 6ml/hr to 9ml/hr. When the alarm would not clear, the nurse regulated the nitroglycerin manually. There were no adverse effects to the pt. No further info was available.